Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, the event occurred temporarily. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
Company representative, on behalf of the customer, reported to olympus the evis lucera elite colonovideoscope displayed e315 and e216 (scope communication errors) when connected to multiple stacks. The issue was observed during preparation for use for an unspecified endoscopy procedure. The procedure was completed with a similar device, with no patient delay noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation revealed the following findings: distal end adhesive was lifting; aspiration housing colored ring was worn; scope-connector was leaking; and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.